Manufacturer narrative:
Additional information: serial # (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion and initiation of therapy, an iab optical sensor failure alarm was generated. Although the customer reconnected the cable and replaced the pump, the alarm did not disappear. The iab catheter was replaced with a new iab to continue therapy. Moderate calcification and sclerosis were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion and initiation of therapy, an iab optical sensor failure alarm was generated. Although the customer reconnected the cable and replaced the pump, the alarm did not disappear. The iab catheter was replaced with a new iab to continue therapy. Moderate calcification and sclerosis were noted in the patient vessel. No patient injury was reported.

Event description:
It was reported that after intra-aortic balloon (iab) insertion and initiation of therapy, an iab optical sensor failure alarm was generated. Although the customer reconnected the cable and replaced the pump, the alarm did not disappear. The iab catheter was replaced with a new iab to continue therapy. Moderate calcification and sclerosis were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. The iab tip was found to have a dried clot of blood covering a portion of the tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. We are unable to confirm the reported problem. Even though we were not able to duplicate the readings, a clot over the tip can cause a difficulty in reading the arterial waveform. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).